Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows no signs of deformation or damage to any of the components or features of components. The endplates show no signs of deformation or wear to the tooth surfaces. The implant functioned as intended while expanding and contracting in height. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace a caliber spacer that had migrated post operatively.